Event description:
Apparently, while the simulix mc system was unattended, a solid state crydom (a40-module 13) failed, which caused the afd arm and the attached imaging device to drive into the floor away from the pt couch. This caused damage to the camera, image intensifier and attachment brackets because no redundant mechanism prevents collision if the arm drives away from the pt.